Event description:
It was reported that the patient had fallen on the pump in 2009. Two days later, the patient experienced symptoms of withdrawal including sweating, shaking, nausea, vomiting, anxiety, hyperventilation, chills, uncontrolled pain and numbness of face and hands. Three days later, it was reported that there was a volume discrepancy. The expected reservoir volume was 7.5ml and the actual reservoir volume was 0ml. The hcp reported often filling with 39ml but programming the reservoir as 40ml. The following month, another volume discrepancy was reported. The expected reservoir volume was 35ml and the actual reservoir volume was 0ml. The hcp did not have any difficulty in accessing the pump; however, was unable to aspirate any drug from the pump. The hcp indicated that 2 weeks after the refill of original month, the patient fell and landed on his pump. Since that time, the patient has complained of increased baseline pain and pain over the pump site. The following month, it was reported that the pump had been explanted five days prior, due to meningitis. The patient experienced headache and fever. The hcp was questioning whether the patient was accessing the pump. The pump was used to deliver morphine.